Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drug being delivered was not reported. It was reported that the patient hasn¿t had great relief in the past few months. Pain has increased back to baseline before getting the pump. Last refill expected volume was 4 ml and 9ml was aspirated. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included a dye study. He states that he was not able to aspirate and the decision was made to inject dye. It was very difficult to inject the dye, but the catheter was confirmed to be in place, but possibly subdural. Actions taken to resolve the issue included surgery for the catheter revision will be scheduled. The issue was not resolved at the time of the report. There were no further complications reported/anticipated.